Event description:
The target lesion was the proximal to distal right coronary artery (rca). The lesion was de novo, moderately calcified and moderately tortuous. There was 100% stenosis. Pre-dilation was conducted with a balloon (ikazuchi: size unknown). Then a 3.0 x 18mm cypher stent was implanted in the distal rca and a 3.0 x 33mm cypher was implanted in the proximal rca. However, when implanting the 3.0 x 18mm cypher at the distal rca, a dissection occurred. To treat the dissection, a 3.0 x 23mm cypher was being delivered, but it could not cross the target lesion. Therefore a driver bare metal stent was implanted instead of the 3.0 x 23mm cypher, and the procedure was completed. The products were clinally used and only 3rd cypher will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.